Event description:
On (B)(6) 2011 the reporter, the patient's mother, reported that on (B)(6) 2011 the patient obtained a blood glucose reading of "hi mg/dl" (greater than 600 mg/dl) and she experienced the symptom of confusion. The patient's mother found the pump powered off and the patient was disconnected from the pump. Earlier on (B)(6), the patient had received a morning basal dose of 1.875 units insulin, and the pump gave the low battery alarm. The pump history revealed the alarms were given, however the patient did not respond to the alarms, and did not replace the pump battery. The patient received no other doses of insulin that day. The patient's mother contacted emergency services, and paramedics transported the patient to the emergency room. The patient's blood glucose level was 1900 mg/dl, she was treated with intravenous insulin and fluids, and admitted to the hospital for four days. The pump was found to be functioning appropriately and gave the low battery alarms. The patient ignored the alarms and did not replace the battery. Afterwards, the patient suffered symptoms suggesting severe hyperglycemia, and was admitted to the hospital and received emergency treatment. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.